Manufacturer narrative:
One opened probe was received, with a tip protector, in a tray with other items, for the report. The sample was visually inspected and found to be non-conforming with clear foreign material in the port. The sample was then functionally tested for actuation and cut. The sample was found to be non-conforming for actuation with the inner cutter broken at the port. The cut functionality of the returned probe was unable to be tested due to the actuation failure and broken inner cutter. The probe was disassembled and the components inspected. Nominal wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at several locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radiofrequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation was unable to confirm the reported cut failure. The complaint evaluation indicates the probe had an actuation failure. A contributing factor of the observed actuation failure is the broken port of the inner cutter. The tip of the cutter was broken off which caused part of the cutter to be missing and, therefore, not present in the port of the needle when the cutter was actuated. The cut functionality of the returned probe was unable to be tested; however, the observed actuation failure and broken inner cutter would have led to the reported cut failure. How and when the tip of the inner cutter broke cannot be determined from the evaluation performed; therefore, a root cause for customer complaint issue cannot be determined. The reported cut failure was unable to be confirmed and an exact root cause for the actuation failure and broken port of the inner cutter could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the cutter could not cut also the condition of aspiration was unknown during surgery with no harm to patient. The surgery was completed after the pak was replaced with another one with same lot. The procedure type was unknown.